Manufacturer narrative:
A final report will be submitted upon completion of the investigation.

Event description:
The customer reported the device has no power supply. There was no report of patient involvement.